Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their quality controls were out of ranges. A siemens customer service engineer (cse) specialist called the customer back. Upon the cse specialist's recommendation, the customer performed cleaning of the reaction-cuvette washers and dilution-cuvette washers and then performed washing with a concentrated 5% probe wash 3 solution. The customer ran quality controls, which were within ranges, except for level 1. The customer reran quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the troubleshooting information. The hsc specialist indicated that this was an isolated event. The cause of the discordant, falsely low calcium result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia 1800 instrument, resulting normal both times. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.